Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-may-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-apr-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that smart remote manager kept failing. A field service engineer (fse) replaced the switches on latch to resolve the issue. The latch was reinstalled and the station was restarted, after which the remote manager functionality was tested using the hardware test application and confirmed to be working correctly. Following application restart, the customer was able to successfully access the remote manager and perform inventory and medication-related tasks, indicating the issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es smart remote manager failed and did not appear in recover screen until the refrigerator door was opened with the key. The customer stated that there was a delay in patient care. However, there were no adverse events or injuries reported based on this event.